Manufacturer narrative:
This occurred during the week prior to the date the event was reported to baxter. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva tpn bag was leaking near the spike port. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and solution was observed within the bag the device was received in; however, no obvious signs of defects were noted on the device. Functional testing was also performed and leakage was observed from the spike port cap which was not fully sealed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.